Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient needed help with the device acting up. The patient also stated needing local doctor to deal with the device. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3889-33, lot# v007802, implanted: (B)(6)2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device was shocking them during normal use. It was noted that there were no circumstances that led to the issue but the leads went bad, and patient was in the hospital to replace both devices and wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.